Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed); there was blood/body fluid on the outer tubing overlay; the helix/lobe was distorted/bent; there was blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during the implant attempt, the leads could not be implanted due to the patient's anatomy. The leads were not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.